Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to insufficiency noted after implanting the valve. According to the operative report, this is a (B)(6) year-old male with a history of severe as and diminished ef. He had a recent event in which he had chest pain and had dropped his ef to approximately 30%, although transiently. He had a tight valve with a gradient of 48 mean and 99 peak mm hg. He had an occluded lad which reconstituted and some disease in his diagonal vessels. Additionally, he had some disease in his acute marginal branch of the right coronary artery. He wished to have aortic valve replacement. The aorta was scanned and found to be free of atheroma in the cannulated segment. The valve was tri leaflet and heavily calcified. The surgeon decalcified the annulus completely; cleared out the aortic root with a cold bucket pour of saline; sized the aortic root to 23, then placed pledgeted mattress sutures in a non-everting manner in the aortic annulus. He placed these through the valve and tied down the valve in standard manner. It was confirmed that the coronary ostia were clear. After weaning the patient from cpb, there was some aortic insufficiency with distention noted. It was suspected that there was some aortic insufficiency. This was confirmed by echo. Therefore, the surgeon opened the aorta and noted insufficiency at 2 potential points. He decided to re-replace the valve; he removed the valve completely and replaced it with another edwards valve of the same model and size. The patient was weaned from cpb once again and found it to be moving well with no paravalvar leak upon inspection by echo. The patient tolerated the procedure well. Furthermore, (according to the health-care provider) the reason for explanting the device was procedure related and not due to a device malfunction.